Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jul-2023. H6: investigation summary a device history review was conducted for lot number 2354422. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers were able to observe the reported foreign body on the device. This nonconformance has been confirmed. Compositional testing for the foreign material was able to associate it with the manufacturing process. This most likely occurred due to contact between the device and the guide pin during the molding process. To prevent future occurrences of this event our engineers have optimized the transfer process and added an additional mechanical arm to avoid catheter hub contact with the guide pin.

Event description:
It was reported while using bd intima-ii¿ prn y adapter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the unopened indwelling needle was severely contaminated with obvious black unknown liquid.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii¿ prn y adapter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the unopened indwelling needle was severely contaminated with obvious black unknown liquid.